Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. Dhrs for the freestyle vision meter were reviewed and the dhrs showed the freestyle vision meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "errc-1" message from the adc glucose meter upon applying a sample to the test strip and was therefore unable to monitor her glucose levels. The customer experienced fatigue, headache, hot flashes, sweating, seizure, and self-treated with sugar. The customer's friend took her to the hospital where she was administered insulin (dose/type unknown) and diamicron. There was no report of death or permanent injury associated with this event.